Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. Review of the device logs found no recorded charge attempts on the reported event date. Testing by the customer and zoll confirmed the device was capable of charging and discharging normally when the requirements are met. The reported failure to discharge could not be duplicated with known good accessories, and the device passed all functional testing related to shock delivery. During testing an ECG disabled condition associated with the analog board was determined not to be associated with the customer report and does not prevent the device from charging and discharging. The customer report was concluded to be no fault found. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.